Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. The entire device was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited fluid loss. The entire device was explanted and replaced. There were no patient complications reported.